Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: - microcatheter (details unknown); - detachment control box (details unknown); - connecting cable (details unknown).

Manufacturer narrative:
The helipaq 18 cerecyte microcoil 4 mm x 10 cm (che18041030/c10618) failed to detach during the cerebral embolization procedure. The product was stored according to labeling instructions. No vessel code information provided. No additional procedural information is available. The returned device positioning unit (dpu) failed electrical testing with functional testing. The detachment fiber did not receive heat and melt. The coil¿s socket ring was found to have been pushed down inside the outer sheath and against the distal end of the resistive heating coil. The circumstances that caused this event cannot be determined. The most likely contributing factor to the coils non-detachment may have been due to a fracture in the solder joint connection located inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. It is not known if the pre-deployment electrical check was performed prior to use as required in the instructions for use. It is outlined to ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached.¿ it further outlines to refer to the detachment control box instructions for use before proceeding. In addition, without the return of the complete, but unidentified detachment system and without the identification of the microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported failure of the coil to detach was confirmed with analysis of the returned device with damages found on the returned unit appearing to have been a likely contributing fact. It is possible that procedural factors, device interaction, and/or device manipulation may have contributed to the damages and reported failure of the coil to detach. The device labeling outlines appropriate techniques related possible procedural factors that may contribute to this type of event. However, based on the lack of procedural information pertaining to the use of the device, including whether the pre-deployment check was performed, a definitive root cause of the damages and the event cannot be determined. All devices undergo multiple electrical checks before reaching the final packaging including after loaded into the packaging hoops. Therefore, no corrective actions will be taken at this time.

Event description:
The helipaq 18 cerecyte microcoil 4 mm x 10 cm (che18041030/c10618) failed to detach during the cerebral embolization procedure. The product was stored according to labeling instructions. No vessel code information provided.